Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. One 1.5mm hex driver tip, locking groove (batch #312488) was received for evaluation. The returned driver was examined under magnification. A torsional fracture pattern was identified at the tip of the driver. The overall length of the returned driver was measured to confirm the fracture point and approximate how much material was gone. The driver measured at approximately 2.69 inches indicating that approximately 0.052 inches of the driver tip had broken off and was not returned. A torsional fracture pattern was observed likely indicating an excessive twisting load about the driver's central axis; however, due to unknown procedural conditions, a definitive conclusion could not be made.

Event description:
During the procedure, two 1.5 hex driver tips snapped off in the distal locking screws during insertion. The broken tip was retrieved, and the procedure was completed with another driver tip. The issue caused a minor 2-minute delay in procedure, and no adverse patient consequences were reported. This report is related to report number 3025141-2022-00159 and 3025141-2022-00160 for the other driver and the screw involved in this event.